Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an error code on the cobas e 411 immunoassay analyzer and that the instrument smelled like it was burning. The customer shut down the instrument immediately and the power cord was unplugged. No one was adversely affected. The field service engineer (fse) identified wet and scorched cables under the incubator possibly from a dripping sipper nozzle. The fse replaced the burnt part of the cables and the instrument is operating with no problems. The customer had not replaced the sipper wash station during the last year. Based on this, a leakage at the wash station cannot be excluded as a root cause of the issue. It is recommended to check and replace the wash stations once per year.